Event description:
It was reported to philips that the exposure was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was not able to produce exposure, user restarted the device, and it was worked for a while and then again failed to produce exposure. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.